Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db220145dc0, model: db-2201-45-dc, serial: (B)(4), batch: 680024. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7013741. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7029458.

Event description:
It was reported that the patient had an open wound and infection over the lead/lead extension sites. The patient received antibiotics for the infection. It is not known if the infection was caused by the device or procedure.